Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on october 13, 2023. The procedure was performed with local anesthesia. Fiducial markers were placed transperineally. The visualization for placement was unclear, due to the ultrasound machine not having live axial images. Computed tomography (CT) post procedure scan showed that the hydrogel was injected into the rectal wall, it was estimated that the amount was 6-9 cc of hydrogel. It was noted that the misplacement of the hydrogel did not postpone radiation treatment. Magnetic resonance imaging (MRI) images showed the hydrogel causing pressure on the rectal wall, not infiltration. The hydrogel was placed inferiorly to the apex and possibly under the muscularis at one point near the apex where get close to the mucosa. The patient's physician performed a digital rectal exam (dre) that was normal. The patient is planned to receive 70/28 of external beam radiation treatment as schedule. The patient is asymptomatic.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.